Manufacturer narrative:
This medwatch is submitted to send the initial report and the result of the investigation of this complaint due to a reevaluation of the reportability. The review of the device history record and the traceability for this device did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. Based on information available and on the investigation, the exact root cause of this issue is wear from use. Root cause is wear from use. The investigation found no evidence to indicate a device issue. Device never received.

Event description:
Roi-c: broken hook on inserter. Hook of implant holder broke after insertion. Loose piece confirmed and retrieved. Surgery completed without other additional issue reported.